Event description:
It was reported that the right atrial lead exhibited noise. Lead revision on (B)(6) 2014 was unsuccessful, as the physician was unable to make vascular access due to venous occlusion. The lead was explanted and replaced on (B)(6) 2014. The patient was well.

Manufacturer narrative:
.